Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information did not cross over. The technical support specialist dialed into the server and confirmed that the station was synced. They checked the patient data in the es portal and verified that all patients were admitted. They also reviewed health sight viewer and found a brief admit discharge transfer outage lasting about 8 minutes, which had already cleared. Since the customer was unresponsive, the tss couldn¿t continue troubleshooting and sent an email update however received no response from customer end. The system functioned as intended before the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient information not crossed over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.